Event description:
A facility representative contacted a baxter sales representative to report an I-pump that was experiencing accuracy problems. According to the report, bags were used with the I-pump and 18-25ml of fluid was observed to be remaining in the bags (100ml expected delivery). The facility representative later contacted baxter to inform them that the settings on this pump were set to the factory default. When changed to the appropriate setting, the pumps functioned correctly. The drug concentration being infused at the time was fentanyl citrate 2mcg/ml and 0.125% bupivacaine hcl in 0.9% sodium chloride 100ml volume ndc# 61553-0125-48. It was noted that a patient experienced a lack of effect from the drug administered during infusion from the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the sample will not be provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the customer reported problem was not confirmed in service because the pump was not sent in for evaluation. The assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.